Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported there is a breach in the insulation.

Manufacturer narrative:
Alleged failure: (B)(4) breach on third party insulation the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes are normal wear, user misuse, improper sterilization methods or third party repair insulation the product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4). The device manufacture date is not known at this time.

Event description:
It was reported there is a breach in the insulation.